Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer reverted to an alternate method in insulin therapy. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was displayed as ¿high¿; however, a specific value was not provided. Customer did not address bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.